Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 80 to 90 mg/dl. Testing not performed daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Customer is comparing results to two other competitor's meters but unable to provide exact results or meter brand name. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: lo, (B)(6) 2015, 04:43 pm, fasting: yes; 2: lo, (B)(6) 2015, 04:33 pm, fasting: yes; 3: lo, (B)(6) 2015, 04:32 pm, fasting: yes; 4: 88 mg/dl, (B)(6) 2015, 04:06 pm, fasting: no; 5: 93 mg/dl, (B)(6) 2015, 02:57 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).